Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device was performed and the pt was re-implanted with another advanced bionics device.